Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo and a video was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided abdomen drainage procedure through fatty tissue using the mission kit. During the procedure, the device needle allegedly got broken and stuck inside the patient. It was further reported that minimal surgery done to take out the coaxial. Reportedly, when tested the coaxial from other packets and found that they were easily breaking when simply bent. The current status of the patient is unknown.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided abdomen drainage procedure through fatty tissue using the mission kit. During the procedure, the device needle allegedly got broken and stuck inside the patient. It was further reported that minimal surgery done to take out the coaxial. Reportedly, when tested the coaxial from other packets and found that they were easily breaking when simply bent. The current status of the patient is unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one coaxial biopsy cannula hub was received for the evaluation. Upon visual inspection, the cannula hub appeared to have blood residue throughout and received without protective tubing. A break was noted to the coaxial needle. Due to the complaint reporting "break" no functional testing was performed. One electronic photo was provided and reviewed. The photo shows one mission co-axial needle. A break was noted to the coaxial needle. Based on the photo review the reported break can be confirmed. Therefore, the investigation is confirmed for the reported break as a break was noted to the coaxial needle. A definitive root cause for the reported break issue could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier UDI) #), g2, g3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.